Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. It is recommended to replace the main board. The customer declined repair. Therefore, the device was labeled not for clinical use and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.